Event description:
Affiliate reported that the x-ray confirmed a detachment of the catheter and pump. It was also reported that it was difficult to reconnect the catheter as it continued to detach. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the problem reported by the customer could have been caused by numerous attempts made to tighten the catheter. Numerous attempts to tighten the catheter could have caused damage to the internal bushing resulting in an improper fit. This however cannot be confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.